Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient was found dead due to suspected sudden cardiac death. It is unknown if the death is related to the device.

Manufacturer narrative:
Additional information.